Event description:
The customer reported the system displayed intermittent communication failure error messages and shut down. The customer's description is indicative of a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.